Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, severely calcified obtuse marginal (om). The quantum maverick balloon was inflated to 14 atmospheres during first inflation, at which point the balloon ruptured. The device was removed intact. A decision was made by the physician to cancel that procedure. No patient complications were reported. Patient condition is reported as "fine".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported events and root cause determination. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).